Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the "fast-fix 360° curved needle" could not deploy the t2 anchor. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the product. The suture was returned. No anchors were returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. The actuator tip would not lock into the t2 position it would stop at the t1 position. An analysis of the enclosed image shows a fast fix device. A suture is partially visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause has been associated with a mechanical problem. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the "fast-fix 360° curved needle" could not deploy the t2 anchor. The t1 implant was retrieved from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.